Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the helix fractured in the septum. The lead failed to sense or capture and became entrapped. It could not be removed, and a new lead was implanted during a new surgery.